Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, in 2013, the patient had to have a pump surgery due to the pump moving from the left middle to the left side. There was fluid in the pocket.